Event description:
Embolectomy - "the balloon burst when retrieved then a slight catch was felt. On removal, the tip was noticed to be missing. The vessel was then opened surgically to remove the tip and it was noticed that the metal spring was unravelled."

Manufacturer narrative:
Product anticipated to return, f/u will be provided upon completion of investigation.